Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose after changing infusion set twice in last month. The customer¿s blood glucose level was 25 mmol/l. The high blood glucose value stabilized by corrections, but the last high blood glucose value result in a blocked cannula flow change infusion set message on the insulin pump screen. The reservoir will not be returned for analysis.